Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician attempted to deploy the catheter in the right superior pulmonary vein (rspv) but did it too deep in the vein with a tortuous anatomy, causing a spline inversion with bunching. Before retracting the catheter, the physician deployed to flower causing the inversion to be unrecoverable and causing the guidewire to kink and became stuck. The catheter was moved to the middle of the left atrium to undeploy and was removed from the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician attempted to deploy the catheter in the right superior pulmonary vein (rspv) but did it too deep in the vein with a tortuous anatomy, causing a spline inversion with bunching. Before retracting the catheter, the physician deployed to flower causing the inversion to be unrecoverable and causing the guidewire to kink and became stuck. The catheter was moved to the middle of the left atrium to undeploy and was removed from the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted through the catheter without difficulty. Deployment of the catheter to basket and flower configurations was functional with no unusual resistance noted. No issues with the splines were noted. Based on the available information, the investigation findings were unable to confirm the reported guidewire entrapment.